Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as skin breakdown under the front te pad. The patient also reported being on blood thinners which could be contributing to the irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the equipment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.